Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that the logs and archive provided insufficient information to determine root cause of the reported behavior. The provided logs and archive were reviewed and observed two sessions on the reported date. In session 1, the user progressed from select procedure through images, mergeimages, plan, and multiple registration attempts, ultimately reaching registration verify and navigation. Several registrations completed successfully, with error metrics ranging from 1.48 mm to 3.57 mm, collected using 316¿1027 trace points. A merge state was captured showing magnetic resonance (mr)-1 as the reference exam with mr-2 verified. In session 2, the workflow again progressed through images, plan, registration, registration verify, and navigation, with successful registrations showing error metrics between 0.55 mm and 1.63 mm, using 100¿248 trace points and one registration relying on 5 touch/image points without trace points. This session¿s merge state showed computer tomography (CT)-1 as the reference. The provided archive consisted of two mr exams (axial 187 slices, sagittal 160 slices, both 1 mm spacing/thickness), each marked ¿not optimal for stealth¿ due to irregular slice spacing and missing slices. As a result, the 3d model built from these exams was degraded. Code d15 and previously reported codes b01 and c19 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy when using the passive planar probe, this was noticed after draping the patient. Verifying known anatomical landmarks was accurate. The surgeon had the probe on the patients midline, and the software displayed the probe on the side of the 3d model. Navigation was aborted. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H2 additional information: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the amount of inaccuracy was off by three or four inches.